Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem, of blurry image, was unable to be confirmed. The device evaluation found that the direction pin was damaged. In addition the device evaluation also found that many light guide bundles were damaged and the outer tube was skewed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the scope¿s image was blurry. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: direction pin damage was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. Olympus will continue to monitor field performance for this device.